Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after a cerebral aneurysm coil embolization interventional procedure using a 5f sheath. Reportedly, there was difficulty advancing the knot after deployment. The knot was unable to be advanced completely, so the operator cut the suture. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch reported, analysis of the returned device found that the device had a cuff miss. Follow-up with the account stated that the "misrepresented " information meant that a cuff miss [suture retrieval issue] was noticed.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2920 difficult to advance removed.